Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. The patient experienced persistent abdominal pain, pelvic pain, continued and increased urinary incontinence, dysuria, nocturia, irritation of bladder, urinary urgency, leaking of urine, urinary tract infection, hernia developed at point of mesh and hernia operation.

Manufacturer narrative:
It was reported that the patient had a concurrent procedure of a tubal fulguration performed during mesh implantation.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.